Event description:
It was reported that the customer's insulin pump was not delivering insulin. The customer was using an insulin pump that had been recalled. The customer was also hospitalized in (B)(6) 2014 due to not receiving insulin. The customer expressed throwing up as a symptom of their high blood glucose levels. The customer's blood glucose at the time of admission was 540 mg/dl. It was further stated that the customer received frequent no delivery alarms for five months. The customer declined troubleshooting. It was stated that the customer had stopped using the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.